Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) died coincident with peritoneal dialysis (pd) therapy. The hp passed away while hospitalized for an unrelated event. While hospitalized, the hp was performing automated peritoneal dialysis. It was not reported if pd therapy was ongoing at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported the patient passed away. The device was not returned to baxter healthcare for further evaluation. Should additional relevant information become available, a supplemental report will be submitted.